Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported separation was confirmed via the returned device. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on all the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation of the nc trek rx 3.5 x 8 mm balloon, the hub separated. The device was not used on the patient. There was no reported clinically significant delay. The device was received with the balloon loosely folded, indicating that it may have been inflated. Follow-up information received stated that it is possible that the device was inflated once inside the anatomy and during preparation for a second usage, the hub separated. No additional information was provided.